Event description:
It was reported that the patient faced five infusion set fell off during use from 01-mar-2026 to 30-mar-2026 which led to high blood glucose.the high blood glucose level was treated with correction bolus via pump.

Manufacturer narrative:
MDR (B)(4) / initial 1 of 5. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site: 3003442380.